Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 430cc mentor memorygel breast implants, suffered a left breast capsular contracture, post-procedure. The implant was not dropping all the way. As a result, the patient underwent removal and replacement on (B)(6) 2021. The scar tissue was removed and capsulectomy was performed. In addition, the doctor also popped the implant during the surgery. The replacement implant was a 430cc mentor memorygel breast implant (catalog: 3505430bc lot: 9498654 sn: (B)(4).